Event description:
Caller reported a cartridge alarm 20. There was no reported impact to the customer¿s blood glucose level. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was instructed on how to return the problematic pump and prepare the replacement for use. Customer reverted to an alternative method of insulin therapy.